Event description:
Pt experienced infection (serratia marcescens) in pre-existing wound after initiating device usage.

Manufacturer narrative:
Infection is common in ulcerated pts; however, the particular strain identified in this instance is highly unusual. Each of the pt's three treating physicians (primary care, infectious disease consultant and vascular surgeon) providing care at the time of the infection were consulted. They were not able to define the origin of the infection. This bacteria is known to be present in the respiratory and urinary tracts of hospitalized adults and in the gastrointestinal system of children. It is also abundant in moist environmental conditions, as in bathrooms. The pt used a plastic bag as a non-permeable barrier during device treatment to prevent exudate from her wound from soiling the device garments which is not a typical method for device usage by pts in the home. As an uncommon wound pathogen and because the relationship of device use to this skin infection is not known, the MFR is submitting this report.